Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals a total of nine (9) no delivery (insulin flow blocked) alarms, listed below: 02/25/2025 17:20:35 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 02/25/2025 19:03:05 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 03/07/2025 03:50:27 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 03/07/2025 04:25:26 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 04/05/2025 14:07:00 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 04/05/2025 14:07:48 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 04/09/2025 22:24:46 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 04/12/2025 23:51:16 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 04/13/2025 00:15:50 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. The pump was paired with a guardian link 3 (gl3) transmitter ((B)(6)) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Loss of communication with the transmitter complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin flow block and loss of connection on continuous glucose monitoring. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-342, mmt-1884, mmt-431a.troubleshooting was not performed. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431a.